Event description:
It was reported that the surgeon said spring was not holding, another one was given to him no delay or patient contact.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the device has some scratches on it consistent with you, but is otherwise visually unremarkable. Functional inspection: the spring loaded locking feature was moved to different positions and successfully locked in place with little to no toggle. The event could not be confirmed. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon said spring was not holding, another one was given to him no delay or patient contact.